Event description:
Allegedly, patient was revised due to dislocation/subluxation. Srnjr number: (B)(6). Side: l . Gender: f . Non revised products: product ID: pha01214, profemur® neck a/r var/val 2 long/, lot no.: 050u016270101/, qty: (B)(4).

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.